Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. It also exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that right atrial (ra) impedance measurements, which had been historically stable in the 300-ohm range, spiked to high and out of range. A boston scientific technical services (ts) consultant discussed potential reasons this may have occurred and recommended troubleshooting options. Noise, which led to an episode of atrial tachy response (atr), was also noted. Ts discussed this was likely due to oversensing of the minute ventilation signal. The caller will follow up with the physician. No adverse patient effects were reported. This device remains in service.